Event description:
Lung nodule biopsy was being performed in cat scan and the biopsy device that was used was noticed to be bent at the end after first pass. The device was not used for subsequent sampling. A new device was opened and biopsy was completed.